Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an incorrect ECG signal and then inappropriatly charged. The complainant indicated that there was no patient involvement in the reported failure.